Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No excessive no delivery alarm noted during testing. The insulin pump was programmed 2.0 units fix prime with water filled reservoir. The water did exit the infusion set. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had cracked case at display window corner, minor scratches on lcd window and cracked belt clip slot at battery tube threads area.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 500 mg/dl. During troubleshooting, customer declined the high pressure test. After troubleshooting, customer was advised to monitor the issue. Customer will not be returning the device for analysis.